Event description:
Literature was reviewed regarding electro anatomical left atrial (la) voltage mapping for cryoballoon ablation. The authors described patients who underwent cryoballoon ablation procedures and experienced major complications such as cardiac tamponade, stroke, and persistent phrenic nerve injury. One patient with a stroke suffered from permanent visual disturbance. There were other patients who experienced minor complications which consisted of pericarditis, transient air embolism, and transient phrenic nerve injury. Most complications resolved with treatment. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: adding electroanatomical mapping to cryoballoon pulmonary vein isolation improves 1-year clinical outcome and durability of pulmonary vein isolation: a propensity score-matched analysis. Journal of cardiovascular development and disease. 2024. 11, 57. Doi: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.